Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 220 mg/dl. Customer has had 5 incidents in the last 3 months where it will state that she is low but she is not and the pump suspends. Customer stated that the sensor read 49 mg/dl but her blood glucose was 90 mg/dl. Customer mentioned having a threshold suspend alarm. Customer declined to troubleshoot.